Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.

Event description:
It was reported that, "the trident 10 deg insert trial did not fit into the type e of the triad cup (OEM product sourced by stryker (B) (4))" because it was too loose. Therefore, the surgeon used spare insert trial instead of it. It was used without any problems."